Event description:
The customer reported, the system is displaying a control panel error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock (tube assembly). System is operating as intended. (B)(4).